Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was scheduled to perform a partial knee arthroplasty using the robotic arm interactive orthopedic system (rio) . Prior to the case during system check, the anspach burr motor malfunctioned. The anspach motor was exchanged with a replacement anspach motor, which then also malfunctioned. The motor was exchanged for a third replacement motor . The case was then completed successfully.

Manufacturer narrative:
Reported event: the reported event was a non-functioning anspach motor p/n 110940, s/n (B)(4). The event was confirmed. Method & results: device evaluation and results: the device was inspected and the failure mode was confirmed. The device overheating and made audible noise. Device history review: not performed as the anspach emax 2 plus burr motor is an OEM product. Complaint history review: based on the device identification, the catsweb and trackwise complaint databases were reviewed from 2011 to present for similar reported events regarding locking mechanism failure of p/n 110940 s/n (B)(4). No other complaints were found. Conclusions: the anspach motor is an OEM device. The device was returned to the supplier after confirmation of the failure.

Event description:
The surgeon was scheduled to perform a partial knee arthroplasty using the robotic arm interactive orthopedic system (rio) . Prior to the case during system check, the anspach burr motor malfunctioned. The anspach motor was exchanged with a replacement anspach motor, which then also malfunctioned. The motor was exchanged for a third replacement motor . The case was then completed successfully.